Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the proximal part of the shaft was broken off. The surgeon commented that some excessive force was applied. Another device was used to complete the procedure. There were no adverse consequences for the patient.